Manufacturer narrative:
Other text: h6) additional information was received indicating that the event occurred at customer's in-house testing facility; there was no patient injury. One cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with no appearance of any physical damaged. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of "medium alarm displayed: unusable battery" messages. To further investigate, a functional test was performed. The reported event was duplicated. The pump was found to be displaying " unusable battery, pump won't run" issue alarm message on power up when batteries were inserted during the investigation. The root cause of the issue is unknown. The microprocessor unit board was replaced.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device alarmed "unusable battery, pump will not run" when new batteries were placed . It is unknown if there was no patient, or clinician injury associated with this event.